Event description:
The location of the infection was at the ins pocket, abdomen area. The patient experienced redness, swelling, drainage and pain. A culture was obtained and confirmed the organism was (B)(6). Both IV and oral antibiotics were administered. The infection resolved.

Event description:
It was reported that the patient's implanted device was removed due to a (B)(6) infection. The patient was sent to infectious disease. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown, lead model 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown.